Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the loading process. The user's blood glucose level was reported at 134 mg/dl. Reportedly, the user reverted to manual injections for insulin therapy until new cartridges are obtained. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.